Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. As a result, the source of the infection could not be identified. Although the patient could not recall any instances of touch contamination, the pd catheter is the source of infection in most pd-related peritonitis cases as it provides a portal of entry to the peritoneum. Most cases result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient had cloudy pd effluent and was diagnosed with an infection. The sample was being tested and the patient was initiated on antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin and vancomycin (dose, frequency, and duration not provided). The patient¿s white blood cell (wbc) count returned elevated at 817. The pd culture had no growth after 6 days. The patient continues to complete antibiotic therapy and pd treatments utilizing the liberty select cycler during recovery. The cause of the peritonitis is unknown. The patient did not recall any instance of touch contamination or other breach in aseptic technique prior to the peritonitis event. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient had cloudy pd effluent and was diagnosed with an infection. The sample was being tested and the patient was initiated on antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin and vancomycin (dose, frequency, and duration not provided). The patient¿s white blood cell (wbc) count returned elevated at 817. The pd culture had no growth after 6 days. The patient continues to complete antibiotic therapy and pd treatments utilizing the liberty select cycler during recovery. The cause of the peritonitis is unknown. The patient did not recall any instance of touch contamination or other breach in aseptic technique prior to the peritonitis event. No further information was available.

Event description:
On 03/mar/2023 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient had cloudy pd effluent and was diagnosed with an infection. The sample was being tested and the patient was initiated on antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin and vancomycin (dose, frequency, and duration not provided). The patient¿s white blood cell (wbc) count returned elevated at 817. The pd culture had no growth after 6 days. The patient continues to complete antibiotic therapy and pd treatments utilizing the liberty select cycler during recovery. The cause of the peritonitis is unknown. The patient did not recall any instance of touch contamination or other breach in aseptic technique prior to the peritonitis event. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.